Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis and constipation in a patient coincident with extraneal viaflex (most recent lot number not reported) and nutrineal pd4 unknown bag therapy (most recent lot number 10i13g37). In (B)(6) 2007, the patient began treatment with extraneal viaflex (2 liters, frequency) ip for pd. In (B)(6) 2010, the patient began treatment with nutrineal pd4 unknown bag (2 liters, daily) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced intensive abdominal pain with transit disorders (constipation), and the peritoneal solution used during the night was cloudy when drained. On this same date, the patient was hospitalized and extraneal viaflex and nutrineal pd4 therapy were stopped. On (B)(6) 2010, biological investigations were performed. Aseptic peritonitis was diagnosed. The patient received corrective treatment with cefazolin (1g, frequency and route not reported) from (B)(6) 2010. On (B)(6) 2010, biological investigations were performed. The patient's recovery was based on the cytobacteriology of the peritoneal dialysis solution performed on (B)(6) 2010. The patient was discharged from the hospital on (B)(6) 2010. The event of constipation resolved ((B)(6) 2010). The patient was not retrained. The physician reported that no other solutions were added to the peritoneal solution, nor did the patient mix solutions together. The exit site was not infected, and there was no break in aseptic technique. The patient did not routinely re-use supplies. The patient had not experienced an episode of peritonitis within 4 weeks prior to the current episode. The physician did not comment on the causality between the events and extraneal viaflex therapy. Peritoneal dialysis was pursued with fresenius balanced bags but with an empty abdomen during the night.